Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. No root cause can be confirmed.

Event description:
During literature review, it was identified that between the dates of january 2011 and october 2017, a patient underwent a revision procedure, 42 months post procedure, due to a broken rod. There was no patient injury reported.